Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The gib board and the software upgrade were installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9800 system locked up during a case. The 9800 system had to be rebooted twice, and the procedure was completed without further incident. No pt injury was reported.